Event description:
IV team was called to assess PICC line. (4fr cook PICC inserted by interventional radiology on (B)(6) 2014) md order obtained to remove PICC line due to white drainage coming from insertion site and 1.5 cm area of redness around insertion site and above the site. The 20 cm PICC was removed intact. A tear was noted in the catheter between the 4-5cm area. Vaseline gauze with 4 x 4 and a transparent dressing was applied.